Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry between the patient connector and the implantable device was lost prior to the operation while using the mobile programmer application. An attempt to reestablish connection was made by moving the patient connector directly over the device as well as ending the previous session. The session needed to be completely ended which also ended the analyzer session. An issue printing directly from the mobile device was also noted. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.